Event description:
It was reported that the patient's coughing is due to acid reflux and not due to vns therapy. The patient's coughing persisted after vns explant and was determined to be not related to vns. The acid reflux was also reported to be not related to vns.

Event description:
Initially, it was reported that the patient has been experiencing chronic persistent coughing since vns implant. It was reported that the device was programmed on initially, but then later programmed off due to the coughing. It was reported that device diagnostics were within normal limits and that an ent evaluated the patient and confirmed that the patient's vocal cords are ok. The physician is unsure if vns is the cause of the persistent coughing; however, it was reported that the patient's family is convinced that the presence of the lead and electrodes is the cause of the cough and are requesting that the device be explanted. The physician reported that he will check for an allergy with the patient prior to explanting the device. It was later reported that the patient underwent generator explant on (B)(6) 2014. The generator was returned for analysis. Analysis of the generator was completed on (B)(6) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.